Event description:
It was reported that during a lap gastric bypass procedure, the blade tip broke off. It is unknown if the tip broke off into the patient. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.